Event description:
Originally, it was reported that during preparation for use the haptic lengths were different. On 07/10/2015 evaluation of the returned product identified shows the tip of one haptic is broken off and missing.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found both haptics bent. The tip of one haptic is broken off and missing. The lot history record was reviewed for the lens and there was no non-conformities or anomalies related to this complaint. The most probable root cause for the haptic breakage is associated with a specific lot of haptic material that was used for the manufacture of the lens involved in this event. An investigation has been opened to address this issue. Further more, bausch + lomb initiated a recall for all lenses manufactures with the haptic material lot in question.